Manufacturer narrative:
Concomitant medical products: product ID: 37761, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's recharger (insr) was not charging. The patient stated their ins was not working, because they could not charge the ins. The patient confirmed the insr screen did not come on. The patient stated they were in pain, because the ins was not working due to insr not charging. The issue was that the insr did not take a charge when plugged in. The caller confirmed the green light did light up, the arrows were aligned, and the connector pin was bent on the desktop charger. A replacement desktop charger was sent to the patient. No further complications were reported/anticipated.